Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
User states that the chair leaves her stuck outside. She states that she will drive for about 30 minutes and the chair will stop and flash 1 time.